Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The apex flex monorail balloon catheter was inflated to 14 atms and ruptured. The duration of the inflation is unk. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status was listed as 'good'.

Manufacturer narrative:
(B)(6). The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).